Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a monopolar curved scissors (mcs) tip cover accessory fell into the patient. The robotics coordinator contacted the technical service engineer (tse) regarding an incident that took place several months ago with a mcs tip cover accessory falling off into the patient during a procedure. The customer stated that they didn't catch the missing tip cover until after the scissor was out, they were able to x-ray the patient, found the tip cover, and successfully removed it. The customer was unable to provide a specific date of which this incident happened. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to the procedure. The tip was placed correctly. The monopolar curved scissors (mcs) were removed, and the tip was missing. The surgeon was using the bovie after the cuff was closed. The surgeon doesn't know what caused the problem. The mcs has been used for a long time. The uterus was large, so the surgeon closed the cuff and then used the mcs again. There was no issue with the tissue. The customer could not say for sure about a collision. The mcs was on the side with the tenaculum. The mcs tip cover was installed correctly. The mcs tip accessory was intact. No lube was used, or a reducer used during the case. The instrument was straight when removed. No cuts noted on the mcs tip cover accessory. The cuff had already been closed when this happened. The customer finished the case. Nothing was returned to intuitive. No photo was taken.

Manufacturer narrative:
The product has not been received for failure analysis evaluation.